Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via x-ray review. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Review of the x-ray show the distal fibular plate is fractured between the distal fourth and fifth screw holes. The tibial l-shaped plate appears to be intact. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon did not approve the product for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient initially underwent a fibular fracture plating procedure. Subsequently, when the patient began to apply weight on the leg during post-operative rehabilitation, the plate fractured. It was further reported that the screw fixation wasn¿t adequate at the initial surgery, as the patient¿s bone defect was very poor quality, and more screws should have been inserted. Due to this issue, the patient underwent a revision procedure four months post-implantation.